Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the cartridge was leaking from the t:lock/luer lock. Additionally, it was reported that air bubbles were observed within the "tubing". Customer performed a supply change to address the issue. Customer¿s blood glucose level was 559 mg/dl. Elevated bg was addressed by a manual insulin injection.